Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found of specification in relation to the reported device powered off without user input which was confirmed through evaluation. The evaluation found the back flex to be failing. The rear case which contains the back flex was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device powered off without user input. There was no patient involvement.